Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Rec'd for eval was one delivery sys with the filter partially deployed. The delivery sys consisted of the storage tube, y-body and the pusherwire. There was no introducer sheath or dilator returned. The filter was partially deployed out the distal tip of the storage tube. The pusherwire was also protruding through the distal tip of the storage tube. The pusher pad was not located in the apex area of the filter. The storage tube had severe twisting scratch marks on the inside, most likely attributed to the fact that the touhy nut was tight and making it difficult to advance. The filter was removed from the storage tube. Heat was applied and the filter took shape. All arms, legs and hooks were present and intact. All measurements taken were within specs. The result of the investigation was confirmed for failure to deploy as the filter was partially in the storage tube and there were severe twisting scratch marks in the storage tube. The cause of the event is unk. The current info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that the dr was unable to get the filter into the sheath to even try to deploy the device. The device was removed and a different filter was used without any problem. No injury to the pt.